Manufacturer narrative:
Disregard d4s (lot, expiration) and h4 (manufacture) b/c lot is unknown per product grid." DHR from h10 does not apply to this suspect (lot unknown).

Event description:
It was reported from the neonatal ICU that the rn was changing the maintenance/nutrition fluids from total parenteral nutrition (tpn) to dextrose 10% in water (d10) for the patient. When the rn was taking out the old primary tubing set it separated at an unknown location and "disconnected from itself". Then, while priming a new primary tubing set it separated also. There was a delay in treatment due to the time it took to clean up the mess and get new fluids and supplies and to maintain a sterile process. There were no lasting adverse effects to the patient as a result of this event.

Event description:
It was reported from the neonatal ICU that the rn was changing the maintenance/nutrition fluids from total parenteral nutrition (tpn) to dextrose 10% in water (d10) for the patient. When the rn was taking out the old primary tubing set it separated at an unknown location and "disconnected from itself". Then, while priming a new primary tubing set it separated also. There was a delay in treatment due to the time it took to clean up the mess and get new fluids and supplies and to maintain a sterile process. There were no lasting adverse effects to the patient as a result of this event.

Manufacturer narrative:
Continued from d.11: 3 non-bd extension sets;td (B)(6) 2020. The customer¿s report that the tubing set separated was confirmed upon visual inspection on both sets received. During visual inspection it was observed that the set was separated from the silicone pump segment tubing and the upper fitment. The ring retainer was not received with the set. No gaps on the silicone segment separation or any anomalies were noted during visual inspection. Further visual inspection of the separated silicone segment end noted no o-ring indentations. The expected retainer ring for the lower fitment and silicone segment connection was still intact. Fluid was observed to be leaking from the separation. Functional testing was not performed as the customer's report was confirmed upon visual inspection. Dimensional testing measured the silicone tubing, the pvc tubing and upper fitment to be within specification. The root cause of the silicone separation is due to the set's retainer ring not being assembled onto the set during manufacturing assembly process. Device history record for model 2420-0007 lot 20013162 shows that the set was manufactured on 21 january 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported.

Manufacturer narrative:
Concomitant medical products: percutaneous central venous catheter -unknown manufacturer; td (B)(6) 2020. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported from the neonatal ICU that the rn was changing the maintenance/nutrition fluids from total parenteral nutrition (tpn) to dextrose 10% in water (d10) for the patient. When the rn was taking out the old primary tubing set it separated at an unknown location and "disconnected from itself". Then, while priming a new primary tubing set it separated also. There was a delay in treatment due to the time it took to clean up the mess and get new fluids and supplies and to maintain a sterile process. There were no lasting adverse effects to the patient as a result of this event.